Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced stoma site redness. It was reported that the physician prescribed unknown antibiotics for 7 days. On an unknown date, the patient underwent a stoma site culture with unknown results. It was reported that the patient's stoma site had improved with no redness. On an unknown date, it was reported that the patient's stoma site redness resolved following antibiotic therapy.